Event description:
It was reported that at the end of march, the pt's pump stopped working. On interrogation it was determined that the rotors had stopped. They tested pump by doing a roller study. No info was further provided about the device or drug. Unable to follow-up with contact info provided, no add'l info was obtained.

Manufacturer narrative:
(B)(4).